Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No delivery anomaly noted. The back light functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump did not appear to properly deliver insulin. Customer also reported the backlight would not turn on the insulin pump at certain times. Customer also reported their blood glucose rose to 460 mg/dl. The customer treated their blood glucose with food and juice and their blood glucose was lowered to 186 mg/dl after treatment, but later rose to 369 mg/dl. The customer declined to troubleshoot for the insulin pump. Customer agreed to return the insulin pump for analysis.